Event description:
The health care professional (hcp) reported a blood leak with an alarm one min left in treatment. Dialysate tested positive with hemostix. The blood was not returned to the patient with estimated blood loss of 200 cc's. There was no medical intervention or patient injury.